Event description:
16 fr bard foley to be discontinued on event date (pt had burch urethropexy with paravaginal suspension and cystoscopy 2 days before event date- insertion date). Nurse removed 8cc h2o from catheter's balloon. Unable to remove catheter after multiple attempts and by rotating catheter. Tugged as directed by physician when notified. Catheter came out with balloon still inflated. No water present in balloon. Pt able to urinate without difficulty afterwards.